Event description:
It was reported that holding pin on the retaining sleeve broke off during insertion of the screw in the body. Broken part was retrieved and returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the tip of the instrument has been broken. Our investigation found that the holding pin of the complained device has indeed broken off. Unfortunately the outer part of the instrument was not sent back. Therefore we are not able to determine the exact cause which has led to this breakage. It is clearly visible though that this instrument has been often used. We suppose that often use and normal wear and tear has led to the reported problem. No product or material related condition could be found.